Event description:
It was reported the devices were used for a laparoscopic gastric banding. It was reported by the rep. That the first trocar shield would not release on entry into the peritoneum. A second trocar would not stay locked together. There was no consequence to the patient.